Event description:
A nurse reported that a small 2mm long fiber was detected inside of the eye upon lens implantation in conjunction with viscoelastic product use. The fiber was successfully aspirated out of the eye during the same procedure with no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
No sample has been received by mfg for evaluation. All syringes are visually inspected for foreign material by qualified operators. Items with particles or fibers would be rejected. Add'l info was requested. (B)(4).